Event description:
The customer received discrepant calcium results for one patient sample. The sample was repeated on the same analyzer when the calcium result did not match previous calcium results for that patient. The initial calcium result was 10.1 mg/dl. The sample was repeated five times recovering 9.2 mg/dl, 9.5 mg/dl, 10.0 mg/dl, 9.6 mg/dl and 9.7 mg/dl. The customer changed the calcium reagent lot to 62802801 and repeated the sample four additional times recovering 9.4 mg/dl, 9.6 mg/dl, 9.6 mg/dl, and 9.5 mg/dl. The erroneous results were not reported outside the laboratory and the patient was not affected. The analyzer used for testing was a cobas integra 800 clinical chemistry analyzer, serial number (B)(4). Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.